Event description:
It was reported that the external pulse generator needed calibration, that the unit tripped the analyzer at 5.0 milliamperes (ma). The generator was sent in for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).